Manufacturer narrative:
(B)(4). Date sent: 9/20/2023. D4: batch # x9611x. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned with no damage to the external components. Upon cycling, the instrument was noted to be empty. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was found damaged, causing the lockout failures. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, the device would not fire. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.